Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl and unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient just got the pump on may 8th, they took the patient in the hospital on sunday they found out there's was a bacteria causing the infection in the infusion site and possibly around the pump. Patient rep said that they already reported the issue to the healthcare provider (hcp).